Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that an interpreter was brought on but communication was difficult. The reason for call was patient reported they had a CT scan of their low back last week and since then they have been having a lot of strong pain towards the groin, towards the back, towards the hip and above the leg. Patient said they can't sleep or walk and the device has not been working ever since. Reviewed the option to turn therapy down or off until they can work with their doctor. Pt said they tried to use the equipment but it's not working. Agent asked patient to use their control equipment to try to turn therapy down or off but patient reported seeing a picture with an "I" in a circle but could not describe the rest of the picture. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.